Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that when loading the cartridge in the pump , the pump did not recognize there was a cartridge in it and pushed about 20 units of insulin out before stopping. The patient was not attached to the set at this time. There are no reported adverse events or blood glucose excursions related to this issue. This is being reported based on the allegation that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction # 2531779-03/24/2010/003-r.

Manufacturer narrative:
(B)(4): the black box recorded multiple loss of primes with zero force. Attempted to rewind and load, received a no cartridge detected. The pump failed the force sensor calibration test. (Low) unable to complete all investigation steps due to cartridge detected alarm. Remove lens display and force sensor flex were connected. Removed pump from case. There was a break in a trace of thee force sensor flex cable. Unrelated to this complaint, the display was faded and pink: with a new display, contrast returned to normal.